Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected, capsular contracture, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected, capsular contracture baker grade iii, and seroma-late.

Event description:
Healthcare professional reported left side "patient has been feeling a discomfort in the left breast", "late seroma, heterogeneous collection posterior to the left implant, close to the chest wall, with an area of post-contrast enhancement", "grade iii capsular contracture", "suspicion bia-alcl" and "presence of multiple radial hypo signal lines on the left compatible with folds of the elastomer. The device remains implanted. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. Device evaluation: visual analysis of the photographs identified a device with biological tissue in the surface of the shell. Device not labeled by explant side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted. "Absence of cd30 immunoexpression in lymphoid cells ".